Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a power cable disconnect alarm was confirmed via the submitted log file. A review of the downloaded log file spanned approximately 2 hours ((B)(6) 2021 from 08:53 ¿ 10:49 per time stamp). The no external power alarm activated on (B)(6) 2021 at 09:35 due to bus voltage dropping to ~0.25v while connected to batteries. The alarm cleared shortly after bus voltage returned to expected levels. The backup battery was able to provide power to the controller during this event. On (B)(6) 2021 at 10:35 while connected to batteries, the power cable disconnect alarm intermittently activated due to an invalid rsoc fault associated with the power cables being outside the expected voltage range. The alarm was not associated with a power source exchange and cleared shortly after each time. This alarm intermittently activated until the driveline was disconnected on (B)(6) 2021 at 10:48 for a controller exchange. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. System controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect and no external power alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a power cable disconnect on the black power cable of the system controller. The issue was not resolved when the battery clips were changed. The system controller and the modular cable were exchanged and the alarm resolved.